Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pen needle was reused and clogged during the injection. The following information was provided by the initial reporter, translated from chinese: "during the injection, the patient found that the needle was blocked and could not inject, so the needle was replaced... After confirmation, the needle was reused due to improper use by the patient, leading to clog issue".

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Clog test was conducted on 7pcs retention samples and all no needle clog fail found.

Event description:
It was reported that the bd micro-fine¿+ pen needle was reused and clogged during the injection. The following information was provided by the initial reporter, translated from chinese: "during the injection, the patient found that the needle was blocked and could not inject, so the needle was replaced...after confirmation, the needle was reused due to improper use by the patient, leading to clog issue".